Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer inspected the module and found a piece of rubber tube stopper material stuck into the sample probe. He then cleaned the sample probe and ion-selective electrode (ise) flow paths to ensure no foreign material was aspirated through the ise. He primed the ise flow paths successfully. He performed calibration, qc, and a 21-cup precision test using mixed qc materials with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from around thirty patient samples tested on the cobas 8000 cobas ise module (double). The reporter stated they had questionable high-patient results and a high shift in qc. The reporter stated that around thirty patient sample results were held in the middleware prompting the rerun of previous patient samples in their other module. The reporter was able to provide one patient sample with discrepant results: the initial result was reported outside of the laboratory. The initial na result from the module was 151 mmol/l. The repeat result from the other module was 145 mmol/l. The repeat result was deemed correct.